Manufacturer narrative:
The following fields have been updated with additional information. D9: device available for evaluation: yes. D9: returned to manufacturer on: 27-jul-2023. Investigation summary: bd received twenty (20) samples, and two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. Additionally, twenty (20) customer samples were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was able to confirm the customers¿ indicated failure mode of underfill based on the attached photographs. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® k2e 3.6mg plus blood collection tubes, there was underfill of 100 tubes. No patient impact reported. The following information was provided by the initial reporter: "368274 insufficient negative pressure, no solution yet."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® k2e 3.6mg plus blood collection tubes, there was underfill of 100 tubes. No patient impact reported. The following information was provided by the initial reporter: "368274 insufficient negative pressure, no solution yet."